Event description:
Information was received from a patient who was receiving bupivacaine, fentanyl, dilaudid (hydromorphone), and clonidine via an implantable pump for non-malignant pain. It was reported that that for the last 2 pump refills, they had been having very excessive pain. The patient stated they got a call yesterday from the healthcare provider (hcp) saying that when they withdrew and refilled the pump, there was an additional 2-3 milliliters of pain medication in the reservoir than normal.  The agent asked the patient if they were having any signs of withdrawal symptoms, and the patient said they were having a lot of pain and were generally kind of "pissy" in their mood. They confirmed they had not had any falls or injuries. The patient was redirected to their healthcare provider to further address the under infusion issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.